Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one suture and one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. The needle was received with needle tip broken. Upon microscopic inspection of the needle, instrument marks were observed at the break site of the needle body, the needle tip was not received. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a robotic prostatectomy, the tip of the vloc needle broke off inside the patient and was not able to be recovered. An xray was performed and the foreign body remained in patient. Or time was extended and the patient needed additional anesthesia.

Manufacturer narrative:
(B)(4).